Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed during product evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem.? Additional investigation is being conducted through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "damaged battery". The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as colleague 2006. No additional information is available.